Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the hospital due to syncope after raising his arm. The patient was being monitored on telemetry; the health care professional (hcp) reported seeing pauses, and thought there was loss of capture as they reportedly saw pacing spikes with no r-waves following. A device evaluation was performed and av sequential pacing with occasional pvcs, that elongated pacing, was observed. Lead diagnostics were performed and measurements were normal and stable. The arrhythmia storage logbook had some episodes labeled as ventricular tachycardia (vt), but the field representative stated they appeared to be noise, with up to six seconds of pacing inhibition and pauses greater than two seconds. No noise was able to be reproduced on evaluation. The findings were reviewed with the clinicians and the plan was to monitor. Then, a few hours later, the field representative was again contacted that the patient was having long pauses with associated dizziness. The hcp did a device evaluation and was able to reproduce noise/myopotentials with isometrics and pacing inhibition was noted. Clavicular crush was suspected. Boston scientific technical services (ts) discussed troubleshooting, evaluation and programming options. The device was programmed to an asynchronous pacing mode, but it was decided that the patient would benefit from normal pacing options and a lead replacement was scheduled. Surgical intervention was performed and this rv lead was surgically abandoned and a new rv lead was implanted. Clavicular crush was not confirmed. At that time, the pacemaker generator was also replaced; this was to minimize the number of procedures the patient would undergo as the remaining battery estimate was approximately two years. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.